Event description:
During a periodic programming history database review, high lead impedance was observed upon interrogation. Impedance was within normal limits the next day the patient was interrogated. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova 's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information about m1000 increased impedance. Section d, suspect device - corrected data: initial MDR inadvertently listed the incorrect suspect device. F10 medical device code, corrected data: initial report inadvertently listed incorrect medical device code. F10 component code, corrected data: initial report inadvertently listed incorrect component code. H6 investigation findings, corrected data: initial report inadvertently listed incorrect investigation findings. H6 investigation conclusions, corrected data: initial report inadvertently listed incorrect investigation conclusion.

Event description:
After further review of the patient's programming history, it was noted that the high impedance has resolved as the patient's therapy was titrated up. Additionally, there was no indication that the high impedance was related to a lead issue based. The patient also underwent a prophylactic battery replacement; note that the high impedance resolved 6 days after it was first seen and there is no indication that the high impedance had returned. Additional information was received that the generator was discarded and is unavailable for return. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.